Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be poor balloon design. The lot number was unknown; therefore, the device history record could not be reviewed. Labelling review was not required as no lot number was reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a physician stated in an online survey that they were not able to inflate or deflate a balloon dilation catheter with the eagle inflation device. The uroforce balloon dilation catheter with eagle inflation device was not successful in the inflation or deflation of a balloon dilation catheter because it was not well positioned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a physician stated in an online survey that they were not able to inflate or deflate a balloon dilation catheter with the eagle inflation device. The uroforce balloon dilation catheter with eagle inflation device was not successful in the inflation or deflation of a balloon dilation catheter because it was not well positioned.